Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. A dilator was introduced with the hemostatic valve dislodged and resistance was found. Then the hemostatic valve was taken off the hub and the dilator was introduced again and no resistance was found. Microscopic examination in the hemostatic valve surface showed evidence of damage to the outer diameter. Additionally, the silicon ring was not found inside the vizigo sheath. A device history record was performed and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified a hemostatic valve separation issue. It was initially reported by the customer that vizigo dilator met resistance, could not be fully advanced into the sheath during prep, before use in the patient. The sheath was exchanged for another vizigo to continue the case successfully. There was no patient consequence. Additional information received indicated the issue occurred when trying to insert the dilator. There was no physical damage on the dilator. They were unsure if the sheath was narrowed or blocked or if there were any occlusions while irrigating. The dilator was stuck but would be moved with resistance. The customer¿s reported issue of ¿resistance with the sheath¿ is not considered to be an MDR reportable event since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote on 28-mar-2022, the pal revealed that a visual inspection of the returned device found the hemostatic valve dislodged inside of the hub of the vizigo sheath. This finding was reviewed and determined to be an MDR reportable malfunction.